Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported just one day post op, the right atrial lead (ra) had dislodged. Surgical intervention was required, and an attempt was made to reposition the lead. The physician found it difficult to reposition the lead due to helix extension/retraction issues, and poor sensing values were observed (unable to pace), therefore helix fracture was suspected. No adverse patient effects were reported, and the patient is not pacer dependent. Additional information received, indicated the lead was discarded at the hospital.